Event description:
Immediately following hip arthroplasty procedure in 2002, radiographs revealed a piece of coiled metal at surgical site. Pt was returned to surgery to remove fragment suspected to be a piece of the handle release mechanism.